Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip ud# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 152 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 137 mg/dl. At the time of the call, the customer feels well and did not report any symptoms. Wife reported past adverse event and stated that in (B)(6) she had taken customer to the hospital; customer had felt tired, weak and had a headache. The diagnosis was hyperglycemia and customer was given IV fluids and insulin injections. Customer's blood glucose test result when at the hospital was 368 mg/dl non-fasting. Customer was at the hospital from 7pm - 1am; customer was discharged (B)(6) 2018. Customer was given metformin 500 mg/day and diet change. Customer continued to use the truemetrix meter. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 121 mg/dl and 125 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/16/2019 and open vial date is 10/2/2018. The meter memory was reviewed for previous test result history: (B)(6).